Manufacturer narrative:
Additional, changed, and/or corrected data. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "had been leaking into plaintiffs body for some time."

Event description:
Patient representative reported patient "began to experience pain," "had been leaking into plaintiffs body for some time," "burning feeling when laying down," and "developed a rash on [their] buttocks and stomach." Additionally reported were "difficulty walking, standing and picking things up," "flu like symptoms," and "lack of energy" which have been deemed not related to the device. Affected side is right.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease flat brown particles and an opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on the device due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported an unknown side rupture. Device has been explanted.